Event description:
Boston scientific received information that this right ventricular (rv) lead had a non-specified dysfunction. The lead was explanted and replaced successfully. There was no further information on the allegation of a lead dysfunction. No adverse patient effects were reported. No additional patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.